Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient also experienced breast implant illness symptoms post procedure per operative report received. Reason for device explant and/or reoperation: rupture, pain, capsular contracture baker's grade iii (right side) and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain, capsular contracture baker's grade iii (right side). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient who underwent breast augmentation revision surgery with two 375cc mentor smooth round moderate plus profile memorygel breast implants experienced bilateral symptomatic rupture and right sided capsular contracture baker¿s grade iii post procedure. Patient also experienced bilateral sharp pain in implants. The mentioned complications were confirmed by a physician. As a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-20083 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient experienced a ruptured breast implant and developed capsular contracture associated with breast implant and breast pain. During evaluation of the sample, it was observed two creases in the anterior view. Within a crease, a tear was found measuring approximately less than 0.1 cm. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 10/1/2019 additional information was received. Patient had undergone bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2019. On 10/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).